Event description:
A technician reports that a surgeon has a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt also has increased asigmatism following surgery. In a follow-up, the surgeon reports the prognosis for the pt is unknown.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/16/2008 by phone and on 05/20/2008 by fax and by mail. A completed questionnaire was returned on 05/22/2008. This report was mailed to FDA on: 06/06/2008.